Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, brown particles in shell, crack opening. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: g1, h3,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.